Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed far-field r-wave (ffrw) oversensing causing the inappropriate automated mode switch (ams) episodes on the pacemaker and the right atrial lead. No patient symptoms or intervention was reported.